Event description:
Treatment of an ica (internal carotid artery) - ophthalmic aneurysm measuring 3mm in size. During the preparation, it was reported that the balloon could not be deflated after the test inflation and the guidewire was stuck inside the balloon catheter.no injury was reported with the patient as the event occurred outside of the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).